Manufacturer narrative:
Concomitant products: product ID 3037, serial# (B)(4), product type programmer, patient; product ID 3 093-28, lot# va02kfx, implanted: (B)(6) 2012, product type lead. (B)(4).

Event description:
It was reported that the patient was having pain over the implant that occurred especially in the morning. The pain was sharp and she had been experiencing it since implant. If the patient pressed on it a little bit she could feel it. The pain was more of a dull pain. It was noted that the patient had an annual checkup scheduled for (B)(6) 2013. Additional information received reported that the cause of the event was pain at generator site. The issue was unknown. Patient had lead and implantable neurostimulator (ins) explanted. No hospitalization was required and there was no patient injury.